Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy following overworking themselves while gardening. Troubleshooting revealed high impedances. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event was confirmed for invalid impedance. Microscopic inspection identified a kink/fracture on the lamitrode lead body with all internal wires broken and would cause the invalid impedance. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.